Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that this implantable cardioverter defibrillator (ICD) had 3.5 years remaining currently. Seven months prior to check, battery status was at 7.5 years and then 4.5 years after six months. A part of the device was detected to be broken and needed to be removed. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual check revealed no irregularities that may have added to the issue. Returned product testing revealed that the device was using a higher than normal supply current. It was found that high device current was used when the drained battery was substituted with an external power supply. Emission microscopy test showed emission hotspot between pins and lead switch.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information indicated that this implantable cardioverter defibrillator (ICD) was replaced due to early depletion of battery and was sent back for analysis. No additional adverse patient effects were reported.

Event description:
Additional information indicated that the battery was suspected to have depleted prematurely as the estimated longevity decreased to half in a couple of months. It was revealed that there was an increase in power consumption. However, the cause was not known and replacement of the device was considered. Device was checked and jumps identified were not associated with changes in device diagnostics.